Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that bard port needle 20g with y site not reaching 5mls/second at 300psi. Upon testing the bayer centargo injector couldn't reach the advertised 5mls/sec and kept pressuring out. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a reduced flowrate was confirmed and the cause was supplier related. The product returned for evaluation was one 20ga x 0.75¿ powerloc safety infusion set with y-site. Usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, leaking was observed at the needle housing. The leaking water emanated from an adhesive application site and the needle exit site. Flushing the sample further revealed that the infusion set was partially occluded, apparently by blood products. Microscopic inspection of the sample confirmed leakage at the needle housing and the presence of blood residue within the fluid path. The partial occlusion appeared to be caused by coagulated blood products within the fluid path. The lack of a complete seal likely allowed blood products to enter the fluid path. The observed leakage was also caused by a lack of complete seal between the extension tubing and needle shaft. It appeared that poor seal was caused by incomplete adhesive coverage/deposition during device assembly. The device is a supplied component and the supplier has been notified of this event.